Event description:
It was reported that: "after using it as the first frame, the basket could not be formed well, so when removing the coil, the coil did not move. When checked it was found that it was pre-detached. The professor was flustered because it broke easily after pushing it in and out only once or twice. Fortunately, the coil was retrieved by snare and recovered, but pusher could not be recovered."

Manufacturer narrative:
Balt USA's reference number: (B)(4). An evaluation of the actual complaint sample could not be performed as the device was unavailable for return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f210200027 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.